Event description:
During an intervention to re-position the lead associated to the subject device, unscrewing of the set-screw was performed normally but then it was not possible to re-tighten. Another pacemaker was subsequently implanted.

Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.